Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
It was reported that the ventilators touch panel fails to respond. There was no patient involvement.

Manufacturer narrative:
G4: 14sep2020 b4: (B)(6)2020 a central processing unit (cpu) returned for analysis. A visual inspection of the returned component was performed; no notable conditions were found. An investigation was performed, and the product analysis technician reported that the reported issue was not duplicated. The return part functioned normally, and no restart behavior occurred during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 18 nov 2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician also found ventilator restarted due to anomalies error detected during operation in the ventilator diagnostic logs. The service technician replaced the touchscreen and cpu to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred and there is a relationship of the device to the reported problem. No parts were returned to failure investigation, therefore the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.